Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for initial implant of a right ventricular lead. When the lead was placed in the ventricle, lead parameters could not be assessed because of noise on the lead. Capture could not be confirmed. The lead was replaced and the patient experienced no adverse consequences from the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.